Event description:
A family memeber reported that the pt, who was introduced to novolin n penfill insulin (long-acting human insulin) on an unk date, novolin r penfill insulin (fast-acting human insulin) on an unk date, and two novopen 3 insulin delivery devices in early 2002, experienced elevated blood glucose levels levels intermittently from late 2002 to november 2002 and was hospitalized in november 2002 for diabetic ketoacidosis. The family member stated that the pt who is mentally retarded, administered their own injections with the products in question under adult supervision. After pt injected the insulin, pt held the push button on the device down for up to 30 seconds, but when pt withdrew the needle from their skin pt would notice a drip of insulin on the needle tip. Shortly after their injections (duration unk) their blood glucose level ranged between 380 mg/dl - 450 mg/dl. The family member also reported that the pt was hospitalized for diabetic ketoacidosis in november 2002 and was treated with an insulin drip and fluids for dehydration. Further details about the hospitalization are unk. The pt discontinued using the devices in question and began using vials of novolin n and novolin r insulin with conventional insulin syringes. Their blood glucose levels have been within normal range since then. Prior to each injection the pt mixed the novolin n penfill insulin, completed an air short with the device, and changed the disposable needle. However pt did not perform a function check on either device. The family member stated the pt stored the insulin according to recommendations. The pt used a novopen 1.5 insulin delivery device (duration unk) without incidence prior to switching to the novopen 3 devices. This case is linked to MFR. Rep. #9681821-2004-00011 for the second suspect device.